Manufacturer narrative:
E1:patient city: (B)(6), patient country:the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hypoglycemia. The blood glucose level was 27 mg/dl .and the patient got treated with intravenous glucose no further information available.